Event description:
It was reported that this integrated programmer started smoking due to glycol pipe leak. Boston scientific technical services (ts) recommended return of programmer. There was no patient involvement.